Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. It was determined the x8-2t transducer had failed the leakage test and was replaced to resolve the customer¿s immediate concerns. The engineering team was unable to reproduce the issue. Both hipot (high potential) and leakage electrical tests passed. Given the available evidence, the cause of the issue could not be identified. However, there were signs of the transducer having undergone 3rd party repair which may have led to the failed leakage test while at the transducer at customer's site. The system has returned to service with no similar issues reported.

Event description:
It was reported that an x8-2t transducer had failed the leakage test prior to use. The transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. The customer has requested a replacement transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.